Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation. Both photos appear to show a fiber or hair in the fluid path of the syringe near the stopper. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hair nets/beard covers must always be put on before the smock. The hair net and beard cover must cover all hair. Hair nets and beard covers must be discarded once removed. Bd acknowledges that there was foreign matter in the photos provided by the customer.

Event description:
It was reported that foreign matter was found before use with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter, "we have received a complaint from a customer due to the presence of a hair inside the barrel of the syringe and below the plunger. The hair was noted after the syringe had been filled, the filling was done inside a grade a laminar flow cabinet and through a 5micron filter so is not likely to have been introduced by the filling process. The syringe was from either lot 7324620 or 7324621."

Manufacturer narrative:
There were multiple possible lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7324620. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-11-20. Medical device lot #: 7324621. Medical device expiration date: 2022-11-30. Device manufacture date: 2017-11-20. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hair nets/beard covers must always be put on before the smock. The hair net and beard cover must cover all hair. Hair nets and beard covers must be discarded once removed. Bd acknowledges that there was foreign matter in the photos provided by the customer. As these two (2) occurrences would not exceed the acceptable quality level (aql), no corrective or preventative actions are proposed in the scope of this complaint. Investigation conclusion: two (2) photos were provided by the customer for investigation. Both photos appear to show a fiber or hair in the fluid path of the syringe near the stopper. Root cause description: operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed.

Event description:
It was reported that foreign matter was found before use with a bd¿ luer-lok syringe 60 ml. The following information was provided by the initial reporter, "we have received a complaint from a customer due to the presence of a hair inside the barrel of the syringe and below the plunger. The hair was noted after the syringe had been filled, the filling was done inside a grade a laminar flow cabinet and through a 5micron filter so is not likely to have been introduced by the filling process. The syringe was from either lot 7324620 or 7324621."